Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device would not recognize the sponges.

Manufacturer narrative:
Updated with additional information. The console was returned, and an evaluation of the sample could not confirm the issue with false positive detections. A visual inspection found no defects. Testing of the device identified no issues with detecting sponges and no false detections occurred. The investigation found the device to functioned normally as well as within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: revised from previous report: the console was returned, and an evaluation of the sample could not confirm the reported issue with false negative detections. A visual inspection found no defects. Testing of the device identified no issues with general function or detection of sponges. The investigation found the device to functioned normally as well as within specifications. If information is provided in the future, a supplemental report will be issued.